Event description:
Caller reported an issue with the incorrect time displayed on their device, which was more than a five-minute discrepancy from the actual time. Despite this, there was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme glucose levels. Technical support assisted the caller in updating the pump time and advised them to monitor the device and follow up if the time discrepancy recurred beyond five minutes, which the caller understood and acknowledged.